Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) had been turning on and off. The patient stated that they weren¿t feeling any stimulation and had to use the programmer to turn the ins back on. The patient was also wondering about groups and how to find them, as they only had group a and no other groups. During the call, the patient was on group a with settings at 3.90v and the ins was on. The patient mentioned that they were able to fully charge their ins on (B)(6) 2018 and saw the ¿charge complete¿ icon. It was noted that the issue of the ins turning on/off had been occurring for the past month or month and a half. No further complications were reported or anticipated. Indication for use is spinal pain.